Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted ( elevated, but exact value not provided). The customer was at an appointment with the healthcare provider (hcp) at the time of the reported issue. The hcp administered an injection of fast-acting insulin and the customer's blood glucose level was reported to be coming down. Assistance by the hcp is routine procedure for this customer, as the customer relies on others for care, due to a previous stroke. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.